Event description:
Received a legal notice regarding an injury sustained during a candela sales demonstrating involving the gentlelease dermatology laser. An employee of the practice was reported to have received second degree burns on both legs during a laser hair removal procedure. Subsequently reference was made that permanent scarring would occur.

Manufacturer narrative:
This is a retrospective report. Candela concluded that the judgement to treat an individual exhibiting a tan was the significant factor on the injury.